Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump emitted a low pump battery alarm. It was noted that the pump alarm history did not record the low battery alarm correctly. A review of the basal history revealed that the pump was not recording basal infusion rates correctly when priming the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a review of the pump history showed that a low battery alarm had occurred at 9:45am on 10/27/2013. There were no recorded low battery alarms on the evening of the reported event date 10/27/2013. The pump history confirmed that the voltage at that time was not low. A low battery warning was reproduced during investigation and was accurately recorded in the pump history. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.